Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the taps broke while being hammered.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The reported issue is being/ has been investigated through CAPA. This device is used for treatment. The reporter stated that the surgeon hammered the device during use which led to its failure. This particular device is listed in the aggregate tasp scope list associated with the CAPA initiated to investigate this issue. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Per the persona surgical technique, gentle manual pressure should be applied without impacting the tasp construct (including the tasp top, bottom, shim, and tibial sizing plate handle) with either a mallet or hand. Therefore, potential misuse by the user is considered as the root cause.

Event description:
It is reported that all fractured pieces were retrieved and that no additional medical intervention was required.